Event description:
The customer reported that she made an emergency room visit and then was hospitalized for six days with diabetic ketoacidosis, after she had bent cannulas on her infusion sets. The customer stated every time she would stop receiving insulin and would go to change the site, the cannula would be crimped and bent. Her blood glucose wa 450 mg/dl. Her symptoms included vomiting, lethargy, and weakness. She was treated intravenously with an insulin drip. The customer was wearing the insulin pump at the time of hospitalization. She stated she originally went to the emergency room and was released after the doctor switched out her insulin, but then went back on (B)(6) 2014, when she was admitted the customer did not have a tubing clamp to complete troubleshooting. She was already on a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.